Event description:
It was reported via repair work order that the bed was experiencing phantom motion due to malfunction siderail cables. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.